Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient with this right atrial (ra) lead was overtly obese which caused the lead to lose slack. The lead was explanted. No additional adverse patient effects were reported.